Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that syringes were bowed with a bd insulin syringes with the bd ultra-fine¿ needles. The following information was provided by the initial reporter, "material no. 328468, batch no. 8155777. It was reported that syringes are bowed. Verbatim: consumer sent photos of box showing lot and product information. Lot # 8155777, product # 328468, exp 06-30-23. Consumer reported that his syringes are bent towards the left side. Did not have product information available, stated that he never had to provide lot numbers in the past. Occurrence date is unknown."

Event description:
It was reported that syringes were bowed with a bd insulin syringes with the bd ultra-fine¿ needles. The following information was provided by the initial reporter, "material no. 328468, batch no. 8155777. It was reported that syringes are bowed. Verbatim: consumer sent photos of box showing lot and product information. Lot # 8155777, product # 328468, exp 06-30-23. Consumer reported that his syringes are bent towards the left side. Did not have product information available, stated that he never had to provide lot numbers in the past. Occurrence date is unknown. "

Manufacturer narrative:
Investigation: customer returned (47) loose 0.5ml, 31g x 8mm bd insulin syringes. Consumer reported that his syringes are bent towards the left side. All 47 returned syringes were examined and the following was observed: none of the returned syringes exhibited bowed barrels 1 of the returned syringes exhibited a broken plunger rod a review of the device history record was completed for batch# 8155777. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint (barrel bowed). There were zero (0) notifications noted that pertained to the complaint (broken plunger). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (barrel bowed). Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken plunger rod). Possible root causes: for broken plungers. Dry barrels (insufficient silicone) from the prep dial that result from a silicone gun not firing. Insufficient silicone leads to difficulty exercising the plunger, and can thereby result in broken plungers. Plunger screw jams that would damage plungers, i.e., they break or bend plungers. Bowed plungers that do not get seated, and get broken off at the delrin wheel. CAPA#(B)(4) was initiated.